Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak at the y junction (bifurcate). The catheter placement date was (B)(6) 2014. The date of the incident was (B)(6) 2015. The catheter removal date was (B)(6) 2015. The patient does not have any injuries as a result.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. The sample consisted of one 14.5 fr tal palindrome with slots catheter. The catheter came inside a plastic bag and it presented signs of use (remains of blood). Visual inspection was performed and a hole was found on the joint of the catheter, below the hub. Additionally the sample was cut approx. 4cm below the cuff. Functional testing was required (underwater test), bubbles were detected; they were coming out below the hub, from the lumen which corresponds to the arterial extension. The lumen related to the venous extension did not show bubbles during the test. Manufacturing performs 100% visual inspection and 100% leak test .this defect has been confirmed. Based on the complaint description the device functioned as intended for approximately 1 year; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended for the reported amount of time, and a cause could not be related to manufacturing activities. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to excessive force, sharp objects or due to an inappropriate use of cleaning agents.) This failure mode is being addressed by a corrective and preventative action (CAPA). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.